Event description:
It was reported that the patient underwent an endometrial balloon ablation procedure in 2006. The patient had taken 30 mg toradol one hour prior to the procedure. During the procedure, the patient experienced considerable pain, discomfort, lightheadedness and cramping. The patient vomited and the balloon burst. This occurred at three minutes nine seconds into the therapy. The physician observed no burn or redness. The physician provided the patient with an additional 30 mg of toradol IV and then attempted to complete the procedure with another catheter. The patient still experienced pain and nausea. The procedure was aborted at 50 seconds into the therapy cycle. The patient's pain was attributed to the heating of the uterus and to the patient's pain threshold. There was reportedly no malfunction with the device, as the balloon burst is attributed to the patient's vomiting, movement, and pulling away.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.